Event description:
Hemosense device was used to obtain pt/inr on pt. The result was 0.8. Pt was hospitalized three days later. Pt/inr obtained via venipuncture. The result was 4.0. Orthopedic surgeon has asked that hemosense device no longer be used on his pts as he does think it is possible for this amount of decrepancy in pt/inr in 3 days time. He states he has seen inaccurate readings with this device on other pts.